Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the patient started going into nonsustained runs of ventricular tachycardia (vt). The pacing rate was increased to attempt to suppress the vt. In the post-op care area they continued to have non-sustained ventricular tachycardia (nsvt) and the physician and fellow were in the process of increasing the rate again. When they looked up from the programmer the patient was in torsades (per the fellow). The patient deceased.